Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 110 mg/dl. The customer stated that he was going to give bolus and numbers kept scrolling up and won't stop. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. No scrolling numbers anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.